Event description:
Treatment of an ica aneurysm. It was reported that two pipelines did not open during deployment and were removed from the patient. No patient injury reported.same event as MDR# 2029214-2012-00199.

Manufacturer narrative:
One pushwire without the pipeline attached and one pushwire with the pipeline attached were returned. Blood clotted was found on the pipeline which prevented the pipeline from opening.model# and lot# of other pipeline involved:model: fa-71475-25 / lot: 9486689 - dom: 09/07/2011 - exp: 09/01/2014.(B)(4).